Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included obesity. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2017, the patient experienced nausea ("nausea"). In september 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2019, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and migraine had resolved, the dysmenorrhoea, depression, fatigue, gastrooesophageal reflux disease, nausea and weight increased outcome was unknown and the dyspareunia and alopecia was resolving. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: 2014, (B)(6) 2015, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Pathology test - on (B)(6) 2019: diagnosis:- bilateral fallopian tubes and essure coils fallopian tubes with paratubal cysts, complete cross-sections. No tumor identified.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet and medical records received: pt of event psychological trauma was updated to pt depression, pt of event gastrointestinal disorder was updated to pt gastrooesophageal reflux disease. New event - migraines / headaches was added. Surgery was added and case is now incident. Outcome of event pelvic pain, abdominal pain, migraines was updated to recovered/resolved and hair loss, dyspareunia was updated to recovering/resolving. Reporter's information, patient demography was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included overweight. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2019, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of faloopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and migraine had resolved, the dysmenorrhoea, depression, fatigue, gastrooesophageal reflux disease, nausea and weight increased outcome was unknown and the dyspareunia and alopecia was resolving. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: 2014, (B)(6) 2015, (B)(6) 2014 ,(B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Pathology test - on (B)(6) 2019: diagnosis:- bilateral fallopian tubes and essure coils fallopian tubes with paratubal cysts, complete cross-sections. No tumor identified.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet and medical records received: pt of event psychological trauma was updated to pt depression, pt of event gastrointestinal disorder was updated to pt gastrooesophageal reflux disease. New event - migraines / headaches was added. Surgery was added and case is now incident. Outcome of event pelvic pain, abdominal pain, migraines was updated to recovered/resolved and hair loss, dyspareunia was updated to recovering/resolving. Reporter's information, patient demography was added. On 11-sep-2020: pif received.reporter's information added. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.